Manufacturer narrative:
One cadd cassette was returned for analysis. Visual inspection performed and product found to be in good condition with no discrepencies. Customer's complaint of no fluid able to be infused was not verified. Service did find any problems with the device returned. Production reviewed practices and procedures and no problems were found. The problem source is unknown. As a preventative action, a notification of the complaint was conducted with the production personnel by the quality engineer on 1/17/219.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that the cadd cassette was not allowing the medical fluid to be infused. The customer tried a second pump with same cassette and same results. When the customer changed out the cassette the problem was resolved. No adverse patient effects and no injury.